Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm and a pump error alarm. The customer's blood glucose was 14.4 mmol/l at the time of incident. Customer also stated that the insulin pump had re-occurrence of frozen display. The time clock did not advance and the insulin pump screen turned off. The buttons were not responding and the customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error alarm during testing. Unable to determine the root cause, problem isolated to force sensor. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. Unable to verify time or clock anomaly due to critical pump error alarm.